Event description:
On (B)(6) 2008, got allergan natrelle silicone breast implants. Immediately had increased migraines and escalating health problems that prompted explant (B)(6) 2018. Both were severely ruptured. On (B)(6) 2018, breast capsules showed chronic inflammation and foamy histiocytic reaction.